Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up with a device that was post-paced t-wave oversensing. The oversensing was noted on a real-time egm. Programming changes were recommended.